Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 2.7 mmol/l and 5.2 mmol/l. The customer treated it with food. The customer had been using the insulin pump system within 48 hours of low blood glucose levels. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.